Event description:
It was reported by service report that the gatch cover had a dent that was catching the coil cords, and stripping them over time. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Damaged foot-end cover.